Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
On (B)(6) 2014, the patient reported that he had trouble getting the self-adhesive of the infusion sets to stick to his skin. He stated that in (B)(6) he had pain at his infusion site and went to the emergency room to address the pain. He stated that the doctor did not know what caused the infection, but something may have gone into the infusion site when inserting the infusion set. The patient received antibiotics for the infection. The infusion set was discarded by the patient; therefore, no product can be returned for evaluation.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified.